Event description:
On 01/27/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 arthroscopy main pump tubing was not sending serum to the cavity. This occurred during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, such as improper tubing setup on the pump and/or a potential functional issue with the pump itself. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.